Event description:
It was reported that there was a potential of adverse consequences due to fogging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of adverse consequences due to fogging.

Event description:
It was reported that there was a potential of adverse consequences due to fogging.

Manufacturer narrative:
Alleged failure: condensation noticed during case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a leak and rainbow on the window were the root cause of the condensation noticed during case. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.